Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having an urgent care visit due to diabetes ketoacidosis and high blood glucose of 647mg/dl. The customer stated that she was sent back home from work, but she kept throwing up. Then the caller switched to her old insulin pump and received no delivery alarms. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. The drive support cap appears normal. The customer mentioned that the lip of the insulin pump was cracked. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor noise during rewind due to faulty motor. Unit had broken battery tube threads. However, unit passed functional testing including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.